Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had to have the ins re-implanted because it was placed too high. It rubbed quite a bit because it was located where their pants sat on the patient's body, so it was lowered 3-4 inches. The revision occurred 2 months prior to (B)(6) 2019. No further complications were reported or anticipated.